Manufacturer narrative:
(B)(4).

Event description:
It was reported "screen went black while patient receiving iabp therapy. Therapy uninterrupted despite screen turning off. Console exchanged with new console". No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "screen went black" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the cpm board was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the display issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "screen went black while patientreceiving iabp therapy. Therapyuninterrupted despite screen turningoff. Console exchanged with newconsole". No patient injury or consequence reported. The patient's current condition is reported as "unknown".